Manufacturer narrative:
Patient initials: (B)(6). This report is for an unknown polyetheretherketone (peek) cranial implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been reportedly explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation, as it is still in the patient. The quarter sized break in the top posterior of his scalp along the suture line from which sub galeal fluid escapes when the patient is lying down. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 a patient was originally implanted with a polyetheretherketone (peek) cranial implant. The patient now lives in india and reports having some post-surgical complication. The patient reports that he had a staphylococcus aureus infection in (B)(6) 2016; this is no longer detectable by cultures. He also has concerns because of a quarter sized break in the top posterior of his scalp along the suture line from which sub galeal fluid escapes when he is lying down. His doctor believes his body is rejecting the implant. The device remains in the patient. This report is for an unknown polyetheretherketone (peek) cranial implant. This is report 1 of 1 for (B)(4).